Event description:
It was reported that the patient had mild pain in the area of tooth #28. The implant was exposed and the patient was sent to a general dentist for final restoration. Upon final abutment placement, the patient had increased pain in the area. The implant was infected and causing discomfort. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.